Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.420 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The power filter module was replaced, as the probable cause was determined to be component failure of the power filter module. Replacing the power filter module resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.064 ohms. Reference to complaint # (B)(4).

Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. At this time, the probable cause of the ground resistance failure has not been determined. Corrective action has not yet been identified. A supplemental report will be submitted once the investigation is complete and corrective action has been implemented. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the pump failed the ground resistance test, measuring .420 ohms, which exceeds the acceptance criterion of < 0.1 ohms. No patient involvement was reported.